Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018 the device has been checked after the field safety notice (fsn) on platinum devices sent in july 2018. During this follow-up, it was noticed that the coil continuity was highly fluctuating with values exceeding 3000ohms and that the right ventricular threshold was at 3.5v. It should be noted that the patient has already an abandoned lead in the right ventricle. The reported issues were confirmed: intermittent irregular rv coil continuity measurements (>3000ohms, since -at least- (B)(6) 2018; and >2000ohms, since -at least- the beginning of (B)(6) 2017) and high ventricular pacing threshold. Preliminary analysis showed that, based on available data, a right ventricular lead issue and/or lead-ICD connection issue is suspected; however, none of them could be confirmed with certainty. On (B)(6) 2018 the device was prophylactically replaced since the patient is pacing-dependent, as advised in the fsn.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20181109 - file-2018-02965 - analysis_and_closure_report_resp-2018-01627.pdf].

Event description:
Reportedly, on (B)(6) 2018 the device has been checked after the field safety notice (fsn) on platinium devices sent in july 2018. During this follow-up, it was noticed that the coil continuity was highly fluctuating with values exceeding 3000ohms and that the right ventricular threshold was at 3.5v. It should be noted that the patient has already an abandoned lead in the right ventricle. The reported issues were confirmed: intermittent irregular rv coil continuity measurements (>3000ohms, since -at least- 21 march 2018; and >2000ohms, since -at least- the beginning of july 2017) and high ventricular pacing threshold. Preliminary analysis showed that, based on available data, a right ventricular lead issue and/or lead-ICD connection issue is suspected; however, none of them could be confirmed with certainty. On (B)(6) 2018 the device was prophylactically replaced since the patient is pacing-dependent, as advised in the fsn.